Event description:
The tip of the hook broke off inside of a pt.

Manufacturer narrative:
The tip of the hook broke during a surgical procedure and was not retrieved. Multiple attempts were made to gather info regarding the alleged incident and no response was given. We have no photo or lot number. We have no details regarding the incident or howe the instrument was being used. We have not been made aware of any serious injury or pt complication resulting from this incident. We have had no other similar incidents reported to us for this device. In the absence of a sample or photos to evaluate, a root cause has not been determined.